Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 562mg/dl, with extreme drowsiness, polydipsia, and moderate ketones, associated with and alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: the last basal delivery was on (B)(6) 2018. The black box for (B)(6) 2018 appears to be inaccurate due to a replace cartridge alarm. The black box also showed the pump was running on basal program 1and was manually changed to basal program 2. On (B)(6) 2018, a replace cartridge alarm recorded; deliveries resumed at 05:11. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. There were no delivery interruptions during testing. Unable to duplicate a basal history recording defect during testing.